Event description:
A (B)(6) male underwent peripheral intervention in a groin with a lot of scar tissue. While the physician was removing the sheath to put in a closure device, the sheath separated (outside the pt). The physician was able to remove the device and continue putting the closure device in. The pt is fine but had to stay overnight due to bleeding complications (the cause of bleeding is unk). Pt fine.

Manufacturer narrative:
(B)(4). This product group is inspected 100% for bends, kinks, proper securement of proximal fittings and other surface imperfections prior to transport. Iso standard (B)(4) requires a minimum break force of 3.37 lb for sheaths 5.0fr and larger, which has been verified through design verification testing. In addition, the instructions for use cautions the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. We are aware of the potential for occurrence regarding material separation, and previously issued corrective action based on prior similar complaints. While no product was returned to assist in this investigation, we have no evidence to doubt the validity of the complaint. We have notified the appropriate individuals and we will continue to monitor for similar complaints.